Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all users were currently unable to authenticate to the enterprise server. A technical support specialist (tss) reviewed the example provided and identified that the user account was a local account within the es server application. The user was unable to log in due to the account being locked. Unlocking requires action from a pharmacy admin through the es server interface. The tss support permissions only allow unlocking local accounts with the super user flag. The tss advised the customer to contact the pharmacy to unlock the account from the es server application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server users unable to authenticate to pyxis enterprise server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.